Manufacturer narrative:
Correction to the initial report, additional information was received that the procedure had not started. There was no patient involvement when the procedure was cancelled. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Testing of the returned rf generator confirmed the field reported event as the display remained black with a continuous audible tone emitted as reported. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the root cause of the reported startup failure was isolated to a depleted cmos battery.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred. Upon startup the generator screen remained gray. To troubleshoot the generator was connected to a different power outlet and was restarted but there was no resolution. The procedure was cancelled.